Event description:
The nurse was hanging a scheduled IV medication. The medication would not infuse despite having the tubing in correct alignment. The primary fluid was also appropriately hung lower than the secondary fluid. To troubleshoot the issue, the nurse reprogrammed the alaris pump and this did not correct the problem. The nurse then disconnected the secondary line and reconnected it to the primary line with force before the fluid would flow.

Event description:
The nurse was hanging a scheduled IV medication. The medication would not infuse despite having the tubing in correct alignment. The primary fluid was also appropriately hung lower than the secondary fluid. To troubleshoot the issue, the nurse reprogrammed the alaris pump and this did not correct the problem. The nurse then disconnected the secondary line and reconnected it to the primary line with force before the fluid would flow.

Event description:
The nurse was hanging a scheduled IV medication. The medication would not infuse despite having the tubing in correct alignment. The primary fluid was also appropriately hung lower than the secondary fluid. To troubleshoot the issue, the nurse reprogrammed the alaris pump and this did not correct the problem. The nurse then disconnected the secondary line and reconnected it to the primary line with force before the fluid would flow.